Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to heat damage, which was observed during physical inspection. Evaluation observed damage to a component that is integrated into the processor printed circuit board (pcb) as well as the upstream sensor, which created a short circuit. This shortage can cause the device to overheat. The processor pcb and rear case were replaced. Additional information: burn of device, overheating of device.

Event description:
During baxter's evaluation of a spectrum pump, the device had burn/heat damage. There was no patient involvement.